Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. The cause of death was provided as cardiorespiratory arrest and septic shock. Further review of the manufacturer's database indicated the patient died approximately six years after device system implanted. Additional circumstances related to the cause of death and the source of the sepsis have been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information noting the patient is deceased. The cause of death was provided as cardiorespiratory arrest and septic shock. Further review of the manufacturer's database indicated the patient died approximately six years after device system implanted. Additional circumstances related to the cause of death and the source of the sepsis have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.